Event description:
It was reported that a patient underwent revision surgery to address a migrated xia 4.5 blocker and xia 4.5 polyaxial screw approximately 3.5 months after implantation. This report is for the xia 4.5 blocker.

Manufacturer narrative:
B7, h6 coding has been updated to reflect investigation conclusion. H3 other text: no product returned.

Event description:
It was reported that a patient underwent revision surgery to address a migrated xia 4.5 blocker and xia 4.5 polyaxial screw approximately 3.5 months after implantation. This report is for the xia 4.5 blocker.